Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred. A non bsc sheath, guide wire and guide catheter were used to cross the 45cm occlusion in the superficial femoral artery (sfa). The guide wire was removed and replaced with a long .014 non bsc guide wire. A 2.1mm jetstream® xc atherectomy catheter was inserted and treatment initiated. During treatment the physician observed a loss of aspiration. Another 2.1 jetstream catheter was opened, primed and inserted and case was completed successfully. Patient was stable and discharged after 2-4 hours.